Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: brown particles material was found on the shell, creases and one curved opening. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one opening in the shell with sharp edge with stress marks assessed as surgical impact opening and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp edge opening in the shell with stress marks due to surgical impact opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted,a supplemental medwatch will be submitted. Reason for reoperation: implant exchange. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.